Event description:
The sheath was in place for approx 3 hrs for thrombolysis therapy via a catheter to a clotted graft in the pt's right leg. The catheter became clotted and bleeding was noted at the puncture site. In an effort to achieve hemostatis the catheter was pulled back. However, the sheath dislodged during this maneuver and a right groin abdominal hematoma devleoped. The sheath was replaced and two units of blood were transfused. The pt's condition is good.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.